Event description:
It was reported the pt experienced tingling, weakness, and increased pain. A CT scan was performed with results noting an inflammatory mass at the tip of the catheter - t10. The catheter was explanted, but it was unclear if the pump was also explanted at the time. The drugs in the pump were morphine, fentanyl, dilaudid, and methadone. The pt continues to experience left lower extremity weakness.

Manufacturer narrative:
Results code other = catheter.